Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, the monopolar curved scissors (mcs) instrument broke. No other info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument does not have any broken components. Instrument recognition and engagement tests passed as well and the instrument moved intuitively with full range of motion in all directions. At the backend, the luer plate is dislodged from the chassis without damage to the chassis feature that retains it. Two housing pins are broken, suggesting the instrument was mishandled. Engineering also observed the distal end of the main tube has a 1.5 inch long section with material removed. The damaged area is located 3 inches above the tube extension, parallel to main tube axis, and has a wear pattern consistent with cannula related tube abrasions. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is rec'd.